Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer managed to work around the occlusions to continue insulin therapy but could not recall the details of how the occlusions were resolved.